Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a loss of capture and noise resulting in oversensing were noted on the right ventricular (rv) lead. No action was performed at this time. A revision procedure is anticipated to be performed but is not scheduled. The patient experienced no consequences.

Event description:
Additional information received indicated the event was resolved by capping and replacing the right ventricular lead.